Event description:
Pt repored that a comparison between their surestep meter and a hcp meter was 60 mg/dl (ss) and 205mg/dl (hcp) (71% difference). Control solution test result (120) was in range (96-144). The meter is not cleaned according to MFR's product recommedations. No symptoms were reported. There was no allegation of harm.